Event description:
The dealer states the gearbox is leaking grease. States this was replaced not too long ago. Explained that he would need to provide a po or order number showing the date of purchase to determine if this would fall under the six month parts replacement warranty. Dealer states he will look in his paperwork to find this info.